Event description:
Healthcare professional reported "deflation" and "bilateral exchange due to patient's concern with the product." Patient reported "nausea, brain fog, dizzy, and bilateral exchange from textured to smooth due to concern with the product." The device has been explanted. This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, bilateral exchange due to patient's concern with the product, nausea, brain fog, dizzy.

Event description:
Healthcare professional reported, "deflation". And "concerns with the product" against right device. Patient later reported, "nausea, brain fog and dizzy", which are not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.